Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, a skin revision procedure (specific date not reported) was performed, during which the debris was cleaned using silver nitrate. The abutment remains attached to the internal fixture. Additional information has been requested but has not been made available as of the date of this report.